Manufacturer narrative:
It has been confirmed that an incorrect result for the first patient sample was reported outside of the laboratory.

Manufacturer narrative:
The calibration data was acceptable on (B)(6)2019 and was slightly higher for the calibration on (B)(6)2019. Qc recovery was acceptable. The alarm trace shows several "sample short", and "abnormal sample aspiration" alarms around the date/time of the events. This might indicate a general pre-analytical handling issue. A general reagent issue could not be detected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter performed comparison studies with the two instruments and all samples showed similar results. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for three patient samples tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. It was asked, but it is not known if any incorrect results for the first sample were reported outside of the laboratory. No incorrect results were reported outside of the laboratory for the second and third samples. All samples were repeated on a second analyzer. The first sample initially resulted with a total psa value of 7.43 ug/l, repeating as 159.7 ug/l. The second sample initially resulted with a value of 1.16 ug/l on (B)(6) 2019. The sample was repeated on (B)(6) 2019, resulting with a value of 2.38 ug/l. The third sample initially resulted with a value of 3.91 ug/l on (B)(6) 2019. The sample was repeated on (B)(6) 2019, resulting with a value of 8.78 ug/l. The total psa reagent lot number was 36650100, with an expiration date of 31-mar-2020.